Manufacturer narrative:
Manufacturing review: a lot history review was conducted and identified that a device history records (DHR) review was not required. Visual inspection: the device appeared to be clean. The safety clip was in place upon sample receipt. The tuohy borst adapter was closed and the 2-way stop cock was open. The stent graft was in the system and in place. Functional/performance evaluation: the delivery system guidewire lumen was flushed without problem and an in house 0.035 inch guide wire was advanced with no issues. Patency test was successfully repeated with 0.035 inch guide wire. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the original guidewire used during the procedure was not returned. The guidewire lumen patency passed with no issues under laboratory conditions, using an in-house guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether the original guidewire and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guide wire could not pass through the stent graft delivery system prior to advancement in the patient; therefore, the stent graft was exchanged for a new stent graft that was prepped and deployed successfully. There was no patient involvement.